Event description:
It was reported that outside of surgery, there was moisture inside the sterile packaging of all of both of their 4.2mm and 5.0mm 3 in 1 shaver attachments that they had onsite and requested replacements for a list on monday. There was no patient impact. Due diligence is complete as no additional information is available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign - event occurred in new zealand. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.